Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet touchscreen was unresponsive, with troubleshooting steps including cleaning the screen, attempting interaction with and without a stylus, using the wake button, recalibrating the capacitive touch sensor, restarting while on the charger, and ultimately replacing the device; blood glucose was not affected and no adverse physiological events were described. Symptoms included no clinical effects. Outcomes included replacement of the device with no impact to blood glucose control and no need for medical care. Investigation included remote troubleshooting, user education on wake/unlock behavior and always on display, recalibration of the touch sensor, and a device restart and inspection of the returned device. Failure investigation revealed no fault found with the device.